Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. All buttons responded properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. No damage on the reservoir tube o-ring or faded address/serial number label noted. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and coma on (B)(6) 2019, with blood glucose of 22 mg/dl. The treatment was unknown. The customer also reported that the o-ring was broken and the motor had stopped and the act button were getting stuck the insulin pump rejected new batteries. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. The device will be returned for analysis.